Manufacturer narrative:
(B)(4). There was no alleged device malfunction. Diabetes mellitus is a known cause of hypoglycemia and fainting.

Event description:
Patient's mother contacted dexcom patient care specialist on (B)(6) 2015 to report a hypoglycemic event that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. Patient fainted during their 1st sensor insertion while at their health care provider and it took 2 hours for the patient's blood glucose level to rise. The patient was administered intravenous fluids. At the time of contact, the patient was in fine condition and getting adjusted to the insertion process. No additional event information was provided.